Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2018 at an unspecified time. The patient reported obtaining a blood glucose reading of ¿259 mg/dl¿ with the subject meter, which she felt was inaccurately high compared to her feelings or normal results. Meter to feelings or normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with a combination of diabetes medication (metformin twice a day and januvia once a day) and continued to follow her usual diabetes management regimen in response to the elevated result. At an unspecified time after the product issue began, the patient developed symptoms of feeling ¿dizzy, shaky, nauseous¿. On (B)(6) 2018 at around 1 pm the patient made a visit to the doctor¿s office, where the doctor advised her to have her a1c value measured. There was no report of any other medical treatment received as a result of the alleged issue. The patient also reported obtaining a blood glucose result of ¿135 mg/dl¿ with an unspecified meter at an unspecified date and time. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and the patient was testing with test strips that were not expired and had been stored correctly. The csr also noted that the patient did not have control solution available to perform a quality control test. Replacement products were sent out to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking her usual dose of diabetes medication based on alleged inaccurate high results obtained with the subject meter.